Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple error messages occurred indicating that there was no cartridge. Reportedly, this occurred with multiple cartridges. There was no reported impact to blood glucose. The customer declined follow up from tandem¿s technical support.